Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this recently implantable cardioverter defibrillator (ICD) system presented to the emergency room (ER), and programmer interrogation of this implantable cardioverter defibrillator (ICD) system was not successful. Review of remote monitoring data indicated communicator interrogation was also unsuccessful. This ICD remains in service. No adverse patient effects were reported.